Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer did not know the blood glucose reading. She stated that she had replaced the battery, and when she screwed the battery cap all the way in, the insulin pump had the blank display; however, when she would loosen the battery cap a bit, the display returned. She reported a small crack found in the battery compartment. She did not know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display anomaly was noted. The battery cap screwed all the way down with no blank display noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.